Event description:
Homemonitoring recorded shock impedance less than 25ohms. No noise was evident on recording. Patient to be brought in for further lead testing. Lead currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.